Event description:
Per (B)(6) with ebenezer ridges 952 898 8400 the door seal part number (B)(4) was needed for a tub model ih3600xl serial number (B)(4)...door is leaking and the seal has a lifetime warranty/ no follow up required

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.